Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08755 inches. Unit was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer mentioned during a phone call about sensor errors that she was hospitalized two times in (B)(6). The first hospitalization was (B)(6) 2017 and she went in at 10pm, husband drove her. She was in the emergency that time. She doesn't remember exact blood sugar. The customer was having high blood sugar and was having uncontrolled high blood sugar and nothing was helping her bring down her blood sugar. Troubleshooting was performed. The customer's blood sugar at time of incident was over 400 mg/dl. The customer's current blood sugar is 88 mg/dl. The customer reports the following symptoms related to her high blood sugar is a bad headache. The customer reported that they do not feel okay to troubleshoot. The customer was admitted into hospital as a result of high blood sugar's. There was one visit to the emergency on (B)(6) 2017 and one admission to hospital on (B)(6). The time and date of the emergency was on (B)(6) 2017 at 10pm. The cause of hospitalization per the healthcare professional was hyperglycemia. The customer was treated and released on (B)(6) and was kept for observation overnight on (B)(6) 2017. The customer was wearing the insulin pump at time of hospitalization. The customer is worried the pump may not be working and would like it replaced. The insulin pump was returned for analysis.